Manufacturer narrative:
(B)(4). The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a myocardial infarction and later died coincident with peritoneal dialysis therapy. The patient was hospitalized for the myocardial infarction and passed away a month and a half later, while hospitalized. The cause of the death was reported to be cardiorespiratory arrest. Peritoneal dialysis therapy was ongoing up until the date of death, but it was not reported if the patient was performing therapy at the time of the reported event or death. It was not reported if the patient recovered from the myocardial infarction prior to passing away. It was unknown if an autopsy was performed. Additional information was requested, but is not available at this time.